Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument failed recognition and engagement testing when placed on an in-house system. Failure analysis investigation also found that the distal end of the main tube had various scratch marks exhibiting light material removal. The scratches were not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions with material removed could likely cause or contribute to an adverse event, if to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, the pk dissecting forceps instrument was not recognized by the system. Nothing reportedly fell into a patient, and no patient harm, adverse outcome or injury was reported.